Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) unit battery failed the pm test . There was no patient involvement reported .

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact information: (B)(6). Occupation- biomedical engineer. It was reported that the cs300 intra-aortic balloon pump (iabp) unit failed battery test. A getinge field service engineer (fse) replaced batteries with customer purchased OEM batteries, due to failed battery test. A full calibration and functional check have been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received batteries with a reported unit failure of a failed battery test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts into cs300 test fixture and tested the parts to factory specifications per procedure number 0002-07-d016 revision e and the cs300 service manual part number 0070-00-0689 rev w. Batteries ran for 57 minutes before shutting off and failing the battery runtime test. Fat was able to verify the reported issue. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.